Event description:
It was reported that during a balloon fluoroscopy contrast injection, perforation of the coronary sinus was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.